Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The implantation date is unknown for now.

Event description:
The physician has a doubt regarding the battery longevity.

Manufacturer narrative:
No data are available for analysis. Therefore no investigation is possible. The case will be closed and reopened in case of further information.

Event description:
The physician has a doubt regarding the battery longevity.